Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital with swelling and bleeding on the implantable cardioverter defibrillator pocket. Further review revealed that the patient had a pocket hematoma. The patient underwent pocket revision and the hematoma was evacuated. The issue was resolved without any sequel adverse events and the patient was discharged the following day.